Event description:
After using an arthrowand turbovac 90 for approx 40-45 mins to perform a subacromial decompression, the surgeon noticed that the screen electrode was no longer visible on the tip of the wand. The surgeon located the screen visually, and attempted unsuccessfully to retrieve it with a grasper. A c-arm fluoroscope was then utilized in an attempt to re-visualize the screen for removal. During the fluoroscopy, a nurse noticed that the screen had been flushed from the shoulder joint during irrigation, and was present in the pt's recovery pouch. A new arthrowand turbovac 90 was used to finish the procedure. No further intervention was required nor was the pt's surgical outcome affected by this event.